Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of interrogation difficulty, it failed to interrogate and failed its uplink tests and therefore the cable was replaced. (B)(4).

Event description:
It was reported that the radiofrequency (rf) programmer head was unable to interrogate pacemakers consistently. The rf head was returned for service. No patient complications have been reported as a result of this event.